Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging after the patient when swimming, there was reportedly colored lines across the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: during investigation, the pump was powered up to a blank display. The line in the display complaint could not be investigated due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.